Event description:
It was reported that the patient¿s pacemaker and right ventricular lead were explanted due to infection. No additional information was reported.

Event description:
New information notes the patient¿s pacemaker and right ventricular lead were explanted and replaced due to infection and the patient was stable before, during and after the procedure.